Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 125 mg/dl, 404 mg/dl and 47 mg/dl within 10 minutes. All tests were performed on the finger. The results were plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing symptoms of hyperglycemia and self-dosing with insulin based on received readings and then experiencing symptoms of hypoglycemia. There was no report of death or serious injury associated with this event. Additionally, the reading of 47 mg/dl is consistent with symptoms of hypoglycemia.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.